Manufacturer narrative:
The reported complaint of pressure line breaking was confirmed. The device involved in the event was returned with the arterial tubing separated from the sampling port. Insufficient solvent was present on the end of the tubing and in the tubing pocket of the sampling port. The probable cause of the insufficient solvent is a manual manufacturing process error during assembly. A product recall field action was taken on the lot associated with this complaint, (B)(4).

Event description:
It was reported that approximately 1 hour following the start of infuse heparin saline, the pressure line broke away from the withdraw port. The device was reported to have been replaced without further incident. Although there was patient involvement, no harm was reported. No additional information is known at this time.